Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient received an inappropriate shock and it was determined the lead was exhibiting undersensing; these indicia suggested the patient¿s lead had become dislodged. Lead dislodgement was confirmed on (B)(6) 2018 via chest x-ray. On (B)(6) 2018 the dislodged lead was explanted and replaced. The patient was stable subsequent to the inappropriate shock and during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.